Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose was around 40 mg/dl. Sometime, the customer's blood glucose goes around 140-150 mg/dl up to 300 mg/dl. The customer treated low readings with food. The customer declined to troubleshoot. The insulin pump was not returned for analysis.